Event description:
It was reported that a deep brain stimulation (dbs) patient experienced a non-device related fall, hitting the right side of their head opening a wound. The patient underwent a procedure where sutures were placed, and a computed tomography (CT) image was taken however the results are unavailable. The patient has since then been randomly experiencing self-described tonic-clonic seizure like symptoms throughout left arm, lasting several seconds throughout the day. It was noted that impedances were reviewed and confirmed they were all in normal range. The dbs leads remain implanted and continue to deliver therapy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7096968.